Event description:
It was reported that the minitrek balloon was unable to open completely when pressure was applied at 14 atmospheres. There was no suspected rupture, it was thought to be due to the heavy calcification. There was no resistance during advancement of the device to the lesion. It was further reported that the device had not been prepped prior to use. The patient's final outcome was satisfactory and was treated with medical management. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4) - incorrect prep. Evaluation summary: it is indicated that the device was returned and was unable to be investigated. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU), states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. It further states to evacuate air from the balloon segment. In this case, it cannot be determined if the IFU deviation may have contributed to the reported event.